Manufacturer narrative:
After battery installation, the unit would not turn on whatsoever. Upon further review of the unit's interior, there was heavy corrosion inside the battery compartment and all over the place on the boards inside the unit--on the power connectors, motors, cables, and back of the lcd display. There's a crack in the battery threads located above the left belt clip rail. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was damage at the battery compartment. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.